Event description:
A cable connected to an electrosurgical generator during surgery, began to smoke and spark. The sparking was at the connection between the generator and the cable. The cable was immediately removed and replaced with another cable. No injuries were reported.